Event description:
It was reported that a third vena cava filter was opened on the table and with no patient involvement, the doctor and rep attempted to deploy the filter. With the first attempt, only the arms would deploy, but after the rep tapped on the sheath, the remainder of the filter deployed.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The returned sample was evaluated. One g2 filter delivery system (storage tube, y-body, pusher wire), introducer sheath and a filter was received. Upon initial inspection, the pushwire, storage tube, sheath and the y-body appeared clean and intact with no visible defects. The unused filter appeared clean and intact. All arms, legs, and hooks were present and intact. The sheath was evaluated and it appeared clean, intact and to specification. The pusher wire, introducer sheath and filter were measured and were within specification. The evaluation of the sample did not reveal anything that would have contributed to deployment difficulty, nor was there any evidence of deployment problems. As the filter was already deployed, the reported difficult to deploy issue could not be reproduced. The result of the investigation is inconclusive. The IFU (information for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the IFU (information for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of the filter legs and arms, and could prevent the filter from further advancement within the introducer catheter.